Manufacturer narrative:
The failure code reportedly posted on the screen points to a problem which is known to be related to a software bug. When the contributing conditions are fulfilled the device performs a restart of the whole electronic system. This system-reset is combined with an audible and visible alarm of high priority. During the sequence of restart which is being finished after 12 seconds typically, the pneumatic system is being opened to ambient to allow spontaneous breathing. After the restart was finished the device continues ventilation with the last settings. Dräger has published a new sw version in 07/18 which eliminates the restart behavior when the special triggering conditions for this error pattern are fulfilled. The device involved in this incident has obviously not being updated yet. There was no detail in the user's report which would reasonable suggest that a patient was put at risk during the course of the particular incident.

Event description:
Please refer to initial MFR. Report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device showed error code 78.0021 and restarted. There was no patient injury reported.